Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the family's attorney that the customer passed away during the night. It was stated that the insulin pump malfunctioned, and stopped delivering insulin, causing the customer's blood glucose levels to elevate. It was stated that the customer had been hospitalized for diabetic ketoacidosis on or about (B)(6) 2010 due to an insulin pump malfunction. It was stated that the doctors were able to get the insulin pump working again, and eventually discharged the customer. Nothing further was reported.